Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that over the 18 months prior to the report, when the patient rubbed on top of the implant or ¿did simple things like tucking his shirt to his pants¿, he received shocks in the implant area. The shocking sensation had reportedly increased in intensity over the past 18 months. The battery had been checked in the past and everything was ¿okay¿. The patient also felt that sometimes, when he touched over the implant, the device moved. It was noted that the patient was scheduled for an appointment on (B)(6) 2014. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information reported that during the patient¿s surgery his implantable neurostimulator (ins) was replaced because it had reached end of service (eos). It was also reported the patient¿s lead was replaced because he had been ¿complaining of new pain on the other leg.¿ it was stated that following the surgery the patient was ¿recovering well¿ and was ¿very happy.¿ it was further stated the patient ¿felt stimulation on both legs¿ as was desired. It was noted the explanted devices would not be returned for analysis.

Event description:
Additional information was received which reported that impedances suggested ¿possibility of a short circuit¿. The battery was ¿low¿ and was ¿moving a lot¿ in the pocket. The reporter did not know if the patient was receiving effective therapy. A revision and battery replacement surgery was yet to happen.

Event description:
Additional information reported the patient was ¿scheduled for surgery the next week¿ after follow-up.

Manufacturer narrative:
(B)(4).